Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date and time were incorrect; cause was not reported. Blood glucose was 230 mg/dl. Tandem technical support assisted the customer with correcting the time/date.